Manufacturer narrative:
This investigation is ongoing. Should additional information become available, this investigation will be updated.

Event description:
It was reported that when attempting to implant this left ventricular (lv) lead high thresholds and loss of capture was noted. A new lead was used. This lead will not be returned as the lead was disposed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that when attempting to implant this left ventricular (lv) lead high thresholds and loss of capture was noted. A new lead was used. This lead will not be returned as the lead was disposed. No adverse patient effects were reported.